Manufacturer narrative:
Actual device not evaluated, because the device is not available to stryker at this time. Evaluation will be conducted and reported in the f/u.

Event description:
On (B)(6) 2008, the pt underwent the surgery with the matrix smart lock plate. After surgery, the surgeon immobilized the pt bone with the cast for about three days. On (B)(6) 2009, the surgeon found through the x-ray that the locking plate broke. Thus, the surgeon used another plate in the revision surgery on (B)(6) 2009.